Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: minimally invasive unilateral pedicle screws and a translaminar facet screw fixation and interbody fusion for treatment of singlesegment lower lumbar vertebral disease: surgical technique and preliminary clinical results peng huang, yiguo wang, jiao xu, bo xiao, jianheng liu, luyang che and keya mao* huang et al. Journal of orthopaedic surgery and research (2017) received: (B)(6) 2017 accepted: (B)(6) 2017. N=2 dural tear.